Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information.   Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  (B)(6) 2008: (B)(6) medical center. (B)(6) md. Operative report. Assistant: tuesday cook, md. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: same. Operation performed: laparoscopic repair of incisional hernia with mesh. Anesthesia: general endotracheal. Indications: this is a 47-year-old female who is status post upper abdominal surgery who presents with signs and symptoms and findings consistent with an incisional hernia. The risks and benefits have been explained. Operation: ¿of note is that dr. (B)(6) was scrubbed and present in the operating room for the entire operation and dr. Cook served as assistant because qualified help was otherwise unavailable. The patient was placed in the supine position and the abdomen was prepped with betadine and draped in sterile fashion including an ioban. The peritoneal cavity was accessed in the right upper quadrant using an optiview trocar under direct vision with a 0° laparoscope. We then changed with a 30° laparoscope as the abdomen was insufflated to 14 cm of water pressure. The insufflation pressure was changed to 12 cm later in the case. Using standard technique, a right lower quadrant 5 mm port and left lower quadrant 5 mm port were placed. Eventually we placed a left upper quadrant 5 mm port. We readily identified the site of the hernia in the supraumbilical region. There was a __[sic] adherent to this area that was taken down using blunt and sharp technique. Cautery was required occasionally to assist with hemostasis. Once this was done we measured the borders of the defect in order to have a hernia with 4 cm overlap in all directions. We determined that a piece of 16 x 20 cm mesh would be sufficient. A piece of coretex [sic] dual mesh was cut to size, soaked in antibiotic solution. Four stay sutures of 0 prolene were placed about the corners. This was rolled in placed through the 10 mm port site, then unrolled in the peritoneal cavity. Using endo closed needle and stab incisions, the sutures were grasped and pulled up above the fascia. The sutures were tied down below the subcutaneous space but above the fascia. Using an ems tacker and protract device, tacks were placed around the parameter space every 1-2 cm. Meticulous hemostasis was assured. The skin was closed using running #4-0 pds in all locations. The patient tolerated the procedure well and is currently being evaluated for extubation and transport to the recovery area.¿. (B)(6) 2008: (B)(6) medical center. Intraoperative nursing documentation record. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc06. Lot batch code: 05474994. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc06/05474994) was implanted during the procedure. (B)(6) 2018: (B)(6) . (B)(6) md. Operative report. Pre-op diagnosis: excess skin status post massive weight loss. Incisional hernia. Post-op diagnosis: the same. Assistants: (B)(6) md, (B)(6) md, (B)(6) medical student. Operation: fleur-de-lis panniculectomy done in conjunction with hernia repair by dr. Semian and the general surgery team. Findings: total amount of tissue resected from abdomen was 3900 gm. Estimated blood loss: 150 ml. Drains: four #19 blake drains, 2 intraabdominal, 2 subcutaneous. Fluids: 500 ml albumin, [illegible] ml crystalloid. Urine output: 1275 ml. Specimen: skin to surgical pathology. Condition: good. Disposition: pacu. Attestation: I was present for the entire procedure. Indications and history: the patient is a 57-year-old female who 11 years ago underwent gastric bypass surgery performed in (B)(6). She then underwent an incisional hernia repair with mesh at the (B)(6) medical center 5 years ago. She had delayed wound healing. I saw her for a sore in 2016. She also had recurrent hernias. The plan today is to take her to the operating room at which time she will undergo a fleur-de-lis panniculectomy in addition to the hernia repair performed by dr. (B)(6) . When she underwent a gastric bypass, her weight was originally 308 pounds, she currently weighs 227 pounds. I told her we could perform a fleur-de-lis panniculectomy. There is excess skin superiorly. At 1 point, I considered a corset or a 3-incision panniculectomy, but decided against it because of the concern about wound healing. I cautioned the patient I may not be able to do this. I also informed her there is an increased risk of wound breakdown based on her bmi which is currently 38.36 kg/meter squared. She is now brought to the operating room for the procedure as described above. In the preoperative area, I marked the patient with her standing. I marked the undersurface of the pannus, which was then extended down to the mons pubis so the elevation could be continued there. I then marked the midline from the xiphoid to the pubis, using bimanual palpation, I roughly estimated the amount of tissue to resect in the vertical dimension. The patient¿s 1 problem that she had excess tissue above the umbilicus which was [illegible] and, as the patient described, had the look of a buttock. Our plan is to hopefully resect this today. Description of procedure: ¿the patient was identified, and the procedure was verified. The patient was brought to the operating room. She was placed under general endotracheal anesthesia. An attempt had been made at an epidural anesthesia, but this was abandoned. I identified the patient with 2 forms of identification documented in the nursing log above. Following preparation and draping, a time-out was held using the ¿apple pie¿ and world health organization protocols. The procedure commenced by first making a periumbilical incision and dissecting down the abdominal wall. Next, a lower abdominal incision was made from the left side across the mons pubis to the right side. Dissection was carried down through the subcutaneous tissue and finally to the abdominal wall. Hemostasis throughout the procedure was achieved with bovie cauterization either applied directly with forceps and clamps. Larger bleeders were clamped and ligated with 3-0 vicryl ties. Vessels to be discarded and the specimen were hemoclipped. Next, an incision was made from the inferior edge of the umbilical opening inferiorly. The 2 abdominal flaps were then elevated off the abdominal wall, working superiorly towards the umbilicus and the laterally. Hemostasis was again achieved in the fashion as previously described. As the dissection was carried out around the umbilicus, we could see prolene sutures from previous surgeries. A hernia sac was identified just above the umbilicus. We carefully worked around this, carefully dissecting the tissue so we would not enter the abdominal cavity or bowel. Dissection was carried up and around this area in the superior umbilical area which measured about 5 x 3 cm. Next, the flaps were then elevated off the deep fascia toward the original markings made preoperatively. At this point, dr. Semian and his team took over. They performed a hernia repair which is covered in a separate note. Upon completion of this, the plastic surgery team re-entered the field. The wound was irrigated. We inspected for bleeders. Two drains had been placed by dr. Semian. They were brought out through stab wounds inferior to the lateral portion of the wound and sutured with 3-0 nylons. The 2 flaps were then joined together in the midline with lahey clamps and elevated and pulled superiorly towards the ceiling and inferiorly. Using bimanual palpation, I estimated the amount of tissue to be resected. This was then brought from superior to inferior and then toward the superior end of the mons pubis. After the markings had been made, the tissue was incised and resected on both sides. Hemostasis was achieved with cauterization. The wounds were irrigated again prior to the closure with saline. The flaps were joined to each other by making marks on the flaps 10 cm apart starting superior and working inferior. The margin was first placed 10 cm from the superior aspect of the wound and interrupted 0-prolene pulley sutures were placed. Several of these were placed and then the mons pubis was joined to the 2 flaps. The wounds were temporarily stapled laterally so there would not be dog-ears. The excess tissue was then draped over the inferior portion of the end fixed on the right side then the left side. They were marked. The tissue was resected. The excess tissue was further trimmed. Hemostasis was achieved with cauterization. The 2 flaps were approximated in the midline with a 0-0 monocryl mattress suture and buried 2-0 monocryl mattress suture in the dermis. #10 flat jackson-pratt drains were placed through stab wounds, medial to the intraabdominal drains. In the course of doing this, the right intraabdominal drain pulled but was not removed and was easily able to be slid back into position. Upon resection of the tissue, the midline closure was again carried out with buried 2-0 monocryl superficial fascial sutures and buried 2-0 monocryl dermal sutures, both mattress sutures. The wounds were temporarily closed with staples. The drains were later secured with 3-0 nylons. The wounds were then closed in 9 layers consisting of buried 2-0 monocryl superficial fascial sutures, buried 3-0 monocryl dermal sutures and running 2-0 stratafix quill subcuticular sutures. The umbilicus was brought up into the position and sutured in position. The umbilicus was sutured to the abdominal wall superiorly and inferiorly with buried 3-0 monocryl sutures and then sutured in position with buried 3-0 monocryl dermal sutures and the closure was incorporated into the quill closure of the incisions. At the end of the procedure, dermabond was applied to all the incisions after the drains had been secured with 3-0 nylons. Dressings were applied along with a surgical bra and abdominal binder. The patient was extubated and returned to the recovery area in stable condition.¿. (B)(6) 2018: (B)(6) . (B)(6) md. Operative report. Pre-op diagnosis: recurrent incisional hernia. Post-op diagnosis: same. Assistants: , (B)(6) md. Anesthesia: general endotracheal. Operation: ¿this is a combined case with myself and dr (B)(6) . Dr. (B)(6) will dictate his portion of the case. He did a panniculectomy. My portion of the case is an open repair of recurrent incisional hernia with mesh in a retrorectus plane and explantation of old mesh.¿ findings: ¿recurrent incisional hernia with herniation below the mesh and above the mesh. Wound classification for my portion is 1.¿ estimated blood loss: for my portion, 100 ml. Drains: 19-french blakes x 2. Fluids: crystalloid. Urine output: 1050 ml. Specimen: explanted mesh which was not sent to pathology. Complications: for my portion, none. Condition: stable. Indications and history: the patient is a 57-year-old female who had a previous gastric bypass surgery. She also had a previous hernia repair done at an outside facility laparoscopically. She has a recurrence of the hernia as well as a poor wound result from her previous surgery and she [sic] going to have a panniculectomy by dr. Bitterly for her weight loss and a repair of her recurrent incisional hernia by me. Risks and benefits were discussed with the patient and noted in the chart. Description of operation: ¿the patient and procedure were identified. The patient was brought to the operating room, placed supine upon the table at which time ted¿s [thrombo-embolic deterrent hose] and scd¿s [sequential compression devices] were on, pumping, prior to induction of general anesthesia. General anesthesia was induced, and the patient then had a foley catheter placed under sterile conditions with return of good, clear urine. She was then prepped and draped in the usual sterile fashion. A time-out was held, which I was present, indicating that she was here for panniculectomy as well as a hernia repair, then she received a dose of antibiotics, and all necessary equipment was available for both surgeries. All were in agreement. At this point, dr. (B)(6) started his portion of the case. I returned after he had exposed the flaps and the midline was opened and exposed. At this point, I assumed control of the case, and we opened the hernia sac in a controlled fashion using metzenbaum scissors and clamps. We were able to enter the hernia sac and palpate the edge of the mesh. There were dense adhesions to the mesh, and care was taken to grab the mesh with kocher and we underwent meticulous dissection using metzenbaum scissors and sparing use of electrocautery to dissect the mesh free from the abdominal wall as well as from the undersurface. Care was taken to avoid injury to the bowel and there was no enterotomies made. We inspected the bowel and noted again no enterotomies were made. We then turned our attention to carrying out our hernia repair. We had some rectus muscle exposed on both sides and we were able to grab the posterior fascial layer with an allis clamp. Using our finger as a guide, we were able to open up to the xiphoid and down to the pubis. Once we had accomplished this on both sides, we placed additional allis clamps and using a right angle clamp, we freed the undersurface of the rectus muscle all the way to the lateral edge of the rectus muscle. We were a little tight in closing the posterior layer and we scored the anterior fascia above the transverse abdominis fibers. This gave us an additional cm to 2 cm on each side which allowed for adequate closure. At this point, we irrigated out the abdomen with irrisept. We inspected the small bowel one more time and again there was no evidence of any compromise or problems with the small bowel. We closed the posterior fascial layer with a running suture of 0 pds. We then chose a bard soft mesh 30 x 30. We anchored it and secured it behind the xiphoid with a #2 prolene and then we used a #1 prolene to anchor it using a carter-thomson suture passer just above the pubis. We then trimmed the mesh at the lateral edge and using the sutures, we were able to go in and pass our sutures down, grab a bit of mesh and go back up in a mattress fashion and tie this down. This resulted in the mesh lying out flat and in good position. Once this was done, we irrigated again with irrisept. We placed two 19-french blake drains on top of the mesh and then we closed our anterior fascia with a running suture of #1 pds. At this point, dr. Bitterly came in to assume control of the case and finish his portion. A postprocedure x ray was ordered and showed no retained foreign bodies. All counts were reported as correct up to my portion of the case. I was present and scrubbed for my portion of the case.¿. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was revised. It was reported the patient alleges the following injuries: mesh failure requiring an additional revision surgery (B)(6) 2018. Additional event specific information was not provided.